Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) surgery for the proximal femoral fracture was performed with femoral neck system (fns). The 90 mm bolt for fns was used in the surgery. However, the surgeon decided to use a 95 mm antirotation screw since the bolt was shorter. After drilling for the 95 mm screw, the surgeon found out by an anterior-posterior x-ray that the head of the screw was not aligned with the bolt. Thus, the surgeon tightened the screw again using the torque limiter, but the screw could not be inserted deeper. So, the surgeon used another unknown driver handle to tighten and lock the screw manually. The surgery was completed successfully with no surgical delay. There was no adverse consequence reported to the patient. Concomitant devices: plate (part unknown, lot unknown, quantity 1); drill (part unknown, lot unknown, quantity 1) . This report is for one (1) antirotation screw. This is report 1 of 2 for (B)(4).